Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the blue light on the universal battery charger device was flashing. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function and the blue led lights were flashing. Therefore, the reported condition was confirmed. It was further determined that general parts were loose. The assignable root cause was not determined. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The state in the reporter's address was incorrectly documented as (B)(6) on the initial report. It has been updated to (B)(6) to reflect the correct information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.